Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was scheduled for a system explant procedure due to infection. The patient is currently being treated with intravenous antibiotics before the physician will perform the procedure. There were no additional adverse effects reported.